Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. On (B)(6) 2024, it was reported that the patient took several cgm/bg meter comparisons, the patient's first comparison was a cgm reading of 64 mg/dl, and the bg meter was reading 119 mg/dl. Around 1030am, the patient¿s cgm was reading 178 mg/dl and the bg meter was reading 116 mg/dl. Around lunchtime, the patient¿s cgm was reading 160 mg/dl and the bg meter was reading 210 mg/dl. At noon, the patient¿s cgm was reading 150 mg/dl and the bg meter was reading 193 mg/dl. At these times, the patient was completing calibrations. No patient symptoms were reported during this event. The patient decided to go to the hospital due to the consistent inaccuracies. At the ER, the patient¿s cgm was reading 222 mg/dl and the bg meter was reading 356 mg/dl. The patient was treated with an unspecified IV. The patient was discharged home approximately 2 hours later. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.